Event description:
Hcp reported the patient began to complain of withdrawal symptoms in 2002. These included nausea, vomiting, and shakes. Patient was given oral medications, but they really did not help much. An xray was done of the pump that showed a rotor stall. The pump was replaced in 2002. The pt is reported to be doing fine so far. "Pt has not called and pt knows to call if there are any problems."